Event description:
It was reported that printed circuit boards of the ventilator were contaminated with water. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that liquid spilled onto the ventilator. Identification of issue has been done by analyzing problem description, provided photos, device's logs and service report. There was no patient harm. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The printed circuit boards were not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. Based on technician statement, water get inside the unit and damaged expiratory channel board, inspiratory pressure transducer board and control board. The traces of liquid have been confirmed by provided photos. The issue has been resolved by replacing components on which water was found and the device was delivered to the user in working condition. It has remained unknown under which circumstances the water entered the unit. Nevertheless it can be concluded that the operator of the device must have been aware about that situation as the device was separated, marked with the note about water spillage and the getinge service had been called. Based on the above information, it has been concluded that the most probable root cause was usability issue.

Event description:
Manufacturer's ref. #: (B)(4).